Manufacturer narrative:
A boston scientific technical services consultant reviewed the data from the remote monitoring system and communicated to the caller that it is not uncommon to have a shock impedance measurements into the 100-120 ohms with a single coil lead. This lead impedance has been fluctuating between 80-130 ohms. The consultant stated they can consider delivering a 1.1 joule commanded shock if further evaluation is desired or continue to monitor the patient.

Event description:
Boston scientific received information that this system displayed a red alert for an out of range shocking impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that the out of range shock impedance measurements are still being generated from this system. A boston scientific technical services consultant documented and discussed the clinical observations with the caller and recommended further testing. The patient is scheduled for an x-ray, 1.1 joule shock and a maximum energy shock in one month's time. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional details were received confirming that shocking impedance measurements were within normal limits following testing. The alert value was increased to 150 ohms and the physician will continue to monitor the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.